Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a post-implant group b streptococcal infection with scrotal edema present. It was noted that the patient had not followed the post-operative instructions and had intercourse prior to the recommended time which likely caused or contributed to the infection. The device was explanted, a washout was performed, and a malleable penile prosthesis was implanted. No further patient complications were reported.